Event description:
On (B)(6) 2026, leica biosystems received a complaint that a user suffered an injury during the operation of an rm2255 rotary microtome device. The injury sustained was a cut caused by a blade present on the knife holder of the device. On (B)(6) 2026, leica biosystems was informed that the user required medical treatment and received stitches to treat their injury.

Manufacturer narrative:
The customer requested that a safety inspection of the device be performed. During the inspection the investigating field service engineer found that the handwheel brake and the knife guard of the device were fully functional. The handwheel lock was fully functional when clamping the specimen block and when rotating clockwise, but partially functional when rotating counterclockwise. On (B)(6) 2026, the investigating field service engineer confirmed that the incident was user related. The root cause was determined to be that the user did not follow the safety instructions provided for the device. The user was advised to follow the safety instructions prior to use. Failure to adhere to safety instructions may result in an accident, personal injury. Working with microtomes, personal safety precautions must always be taken. Always use handwheel break, lock and knife guard. Always clamp the specimen block before clamping the knife and cover the knife edge with the knife guard.